Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00095. This report is being submitted as additional information. The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device ¿ 1 day. Manufacturer's investigation conclusion: the reported event of a low battery alarm was confirmed when the patient cable was connected to the system. When the black cable was disconnected a low voltage advisory appeared along with the expected power cable disconnect notification. Further evaluation of the cable revealed several compromised wires inside the cable that would have caused the reported events (on the 16 pin side approximately 2.75¿ from the splitter). The root cause of the inner conductor¿s breakdown appeared to be related to wear and tear due to repetitive lead flexing during cable use. Patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was in operating room (or) getting ready for transport after implant, the initial low voltage advisory alarm occurred while supported by the power module patient cable with power module and internal emergency backup battery in system controller was not yet installed. Low voltage alarm was isolated to power module patient cable. The power module on which the issue occurred in or was self-tested and appeared fine. When the power module patient cable that we experienced the issue with was plugged in to the power module (with no system controller connected), a yellow wrench appeared on the power module. When the power module patient cable was disconnected from the power module, the yellow wrench alarm disappears from power module. No issues have occurred since patient was placed on battery power/new power module with power module patient cable. Log file analysis completed by the manufacturer¿s technical services representative revealed the overall voltage to run the pump dropped below a sustainable level causing the pump to drop to an actual speed of 0 rpm for approximately 6 seconds. Additional information was requested, but was not provided.